Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra and rv leads were functioning appropriately during recent device check prior to device revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was also reported that the right atrial (ra) exhibited no sensing and undersensing on stored electrograms (egm). It was also reported that the right ventricular (rv) lead exhibited intermittent undersensing on stored egms. Both leads remain in use. No further patient complications have been reported as a result of this event.